Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using ipsilateral retrograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced to pre-dilate the lesion, however the balloon ruptured. A non-bsc balloon was then advanced for predilation and a non-bsc stent was deployed. Post dilatation was then performed using a non-bsc balloon and the procedure was completed. No patient complications were reported.